Event description:
It was reported that during routine check , the cs300 intra-aortic balloon pump (iabp) is having no battery back up. During observation found that charging voltages are ok battery voltages are not up to date even after charging for 48 hours there is no battery backup. No patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation

Event description:
N/a - not reportable.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.